Event description:
It was reported that (1) device was used during a prostatectomy. It was reported by the affiliate that the mcl20 instrument locked in the open position. Another instrument was used to complete the case. There was no consequence to the pt.